Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that after hcp implant the new ins they left it on program b and they were not liking this program. The patient mentioned that they were asked to leave the same settings for the first two weeks, but they were not able to sleep because of the constant urge to go to the bathroom. After the third week, they increased the stimulation up to 3.2. The patient said every once in a while, it bothered them more when they were driving because it was right up against their seat and it all of a sudden gets this vibration going that was uncomfortable so they would have to stop the car and get out and wait for that to end so they can get back in. The patient also mentioned they were having to push it up more to make it work for them at night and they had this other stimulation that they do not like. When they were sitting in the car all of the sudden it started to vibrate a little hard and they had to move. The patient mentioned they can feel the stimulation in their rectum instead of below where they felt it before on their labia or majora. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.